Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  both stimulators are off and not functioning.  Asked pt to clarify further, pt states they have had issues with chronic bladder and kidney infections(unrelated) and the urologist turned the stimulators off a few weeks ago at an office visit to see if the reported issues may be related to the stimulators. Pt noted she has had MRI scans in the past and has never activated MRI mode prior to the scan

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97800 ((B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2023; 3004209178-2024-09302. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.